Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for investigation. No issues or discrepancies were found in the device history record of product code 833-124/batch 74e1700241 that can be related to the failure mode reported. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accessory and/or suturing device: when the suture is used with an accessory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. IFU 163567: precautions, states the following: avoid excessive handling i.e. Crushing or crimping resulting from use of surgical instruments such as forceps and needle holders. Other remarks: no corrective action can be implemented due to the lack of product sample to perform a proper investigation to determine a root cause. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
The report states that the dart of the suture was not found when the capio used for ritcher. The physician thinks that the dart stayed in the patient. They did not perform any x-ray to confirm it. No action was taken by the physician to try to resolve the event.